Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room (ER) with a low heart rate and intermittent rv capture with elevated threshold measurements. It was noted that this rv lead was placed in the left bundle branch (lbb). Additionally, right ventricular auto threshold (rvat) testing was in suspension due to low evoked response. Rv output was increased and reprogrammed to unipolar. The next day, this rv lead was explanted and replaced due to suspected lead dislodgement. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room (ER) with a low heart rate and intermittent rv capture with elevated threshold measurements. It was noted that this rv lead was placed in the left bundle branch (lbb). Additionally, right ventricular autothreshold (rvat) testing was in suspension due to low evoked response. Rv output was increased and reprogrammed to unipolar. The next day, this rv lead was explanted and replaced due to suspected lead dislodgement. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.